Manufacturer narrative:
An outside of united states (ous) customer reported a falsely elevated carbon dioxide patient sample result (1 patient) obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the sample pump, dilution washer probe 1, the aspiration tubing, and lamp. The cse also checked the mixers, reagent, dilution and sample arms alignment. An auto check and prevision test were run successfully. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated carbon dioxide patient sample result (1 patient) was obtained on an atellica ch 930 instrument. The initial results were not reported to the physician(s). The same samples were repeated on an alternate atellica ch 930 instrument. The repeat results reported, as the correct results, to the physician(s). There are no known reports of patient interventions or adverse health consequences due to the falsely elevated carbon dioxide patient sample result.